Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours in the abdomen. Symptoms reported include dizziness and cognitive changes. The patient was treated with glucose tablets and IV (intravenous) fluids. The patient was released 7 hours later. The pod was worn at time of ER visit.